Event description:
A nurse called in to state one of her pts, at an assisted living facility, has circumferential redness under her skin barrier. The nurse stated the redness was not present until they started applying a barrier cream under the skin barrier. The nurse stated she advised the staff to discontinue applying a barrier cream, but the redness persisted. The end user stated they are not experiencing any itching from the area.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The nurse stated they were using (B)(4) paste, but have switched to a protective barrier wipe on the end users peristomal skin. The nurse went on to state they change the end users wafer every three (3) days. The nurse was educated on crusting with stomahesive powder and protective barrier wipes or water. The nurse was also educated on cleansing the end users skin with a soap that does not contain any moisturizers, lotions or creams. It was also recommend the end user may want to try a sur-fit natura durahesive moldable convex wafer. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on november 15, 2013.